Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was returned for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath and carrier tube assembly. There were blood-like substances on the returned device. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. Visual inspection revealed that the anchor was observed to be in the hemostasis sheath. No visual anomalies were observed on the returned device. Functional testing was performed, and the locking mechanism was attempted to be reset to forward lock position but three was significant resistance. The carrier tube assembly and hemostasis sheath were unmated and dried blood-like substances were observed on the shaft of the carrier tube assembly. The locking mechanism was reset and then the carrier tube was mated to the hemostasis sheath. The anchor was then observed to release. The device cap was pulled back to set the locking mechanism to rear lock position and the anchor was observed to become posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and the suture, collagen and clear stop were observed to be released. The tamper tube did not release. No functional anomalies were observed. The carrier tube assembly and hemostasis sheath were unmated, and the shaft of the carrier tube assembly was cut to check for the presence of the tamper tube. Dried blood-like substances were found on the surface of the tamper tube and the inner lumen of the shaft of the carrier tube assembly. Measurements were taken of the od of the tamper tube and the ID of the carrier tube assembly. The od of the tamper tube was found to be 0.059" which is within the specification of 0.060" +/- 0.002". The ID of the carrier tube assembly was found to be 0.067" which is within specification of 0.068" +/- 0.005". All measurements were within the manufacturer specifications. The complaint can be confirmed for device pullout. The exact root cause of this failure cannot be determined. Based on the returned device, the likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- supervisor invasive cardiology. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed. They felt like the device was empty, it had no string or footplate. It was a peripheral case via the patient's right femoral artery. The estimate blood loss was less than 250cc. The patient's condition was stable. There were no procedure complications. Additional information was received on 17jun2021. A 6fr procedure sheath was used. A pre-deployment angiogram was performed. Hemostasis was achieved with manual compression.